Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the audio bolus button cover and plug were noted to be detached from the pump with the internal contact exposed. On testing, all the keypad buttons were fully functional and responsive with proper spring back and click. The keypad cover was removed for investigation and no evidence of contamination, damage or defect was observed.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the keypad on the pump was peeled/torn/worn. There was no reported adverse event associated with this complaint. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.